Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/17/2017. The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: their next follow up appointment in 3 months time. They are unaware of the multiple complications patient has been suffering for the last year. Patient outcome/consequences: since having the tvt abbrevo inserted a year ago patient has experienced: ¿ mesh sticking out of my vagina which was painful for their husband and myself during intercourse ¿ sharp and dull ache groin pain at times ¿ tingling internally (bowel/bladder area) ¿ patient has had to position themselves differently to use their bowels (leaning backwards) ¿ their right knee aches and they have shooting pain up and down their leg and behind their knee ¿ their left ankle often feels like it is out of place and can be painful when walking ¿ patient is now walking with a limp and has had to slow down and reduce the amount of walking or movement due to pain ¿ patient is unable to bend their knee the full way back without pain and restriction of movement ¿ they have found it hard to get up off the floor because pressure on the knee causes pain ¿ touching or movement of the knee aggravates and creates a dull ache ¿ general daily living activities such as mopping the floors or washing their dog causes terrible lower back pain ¿ gardening, carrying or lifting items causes excruciating leg pain ¿ when sleeping on their back they am woken with my legs stretching to a painful cramp-like state ¿ restless legs keep them awake at night ¿ difficulty and sudden pain when changing from sitting to standing position ¿ pain with intercourse due to the pressure and scars internally causing their sex life with their husband to cease ¿ patient is no longer able to use their menstrual cup because of the pain associated with pressure on scar tissue ¿ internally the scar tissue is bumpy and sore when pressed against ¿ incontinence has come back when coughing, sneezing and laughing. ¿ when recently in flight their knee and leg ached with the cabin pressure ¿ they feel useless as a mother not being able to be as active and worthless as a wife because their capabilities have decreased in the last year ¿ patient has felt depressed, unsupported and unaware of these health issues they are suffering from complications caused by this product. When did the bleeding occur? The source and triggering event of bleeding and the volume of blood loss? How the bleeding was treated? If a surgical intervention was needed, please provide details. Was any abnormality of the device noted prior to, during or after the procedure? How are you doing today regarding this matter please confirm that the doctor stated that stitches were hanging outside the vagina and not the mesh. It was noted in the file that ¿**continuation to be sent via email¿, however nothing is attached. Please forward additional information to the file.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 due to incontinence and the mesh was implanted. The day after the procedure, the patient experienced bright red bleeding during bowel movements. At that time, the patient also complained about mesh sticking out of vagina and could feel something sharp. The doctor opined that it was stitches. At 6 week follow up, the doctor noticed that the mesh was sticking out. The patient was booked in for emergency surgery in a couple of days, but was later told to wait another six weeks to see if the skin would heal over it. On the second 6 week follow up, they spoke about a repair as it had not healed and was causing problems. The patient was booked in for another surgery to cut the mesh and repair the wound. Eleven months ago the patient attended the clinic and complained about pain with intercourse due to the pressure and scars internally. It was also reported that, for the last year, the patient experienced recurrent stress incontinence, mesh sticking out of the vagina, painful intercourse, sharp and dull groin pain, tingling internally in bowel/bladder area, severe lower back pain during daily activities, leg pain during lifting/carrying, restless legs , leg cramps, sudden pain when changing from sitting to standing position, pain associated with pressure on scar tissue, a shooting pain up /down the leg and behind knee. Internally the scar tissue is bumpy and sore when pressed against. The patient had to position differently to use bowels; leaning backwards. As per patient, the left ankle often feels like it is out of place and can be painful when walking. The patient is now walking with a limp and has to reduce the amount of walking or movement due to pain. The patient is unable to bend knee without pain and restriction of movement and touching or movement of the knee aggravates and creates a dull ache. The next follow up appointment is in three months time.